Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 34 events were reported for this quarter. Product return status: 32 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 11 events were confirmed during testing. 5 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication. 1 device was found to be affected by damaged bearings. 16 events were not confirmed during testing; however: 9 devices were found to be affected by compromised lubrication. 5 devices were found to be affected by corrosion. 1 device was found to be affected by debris. 1 device was found to be affected by a damaged bearing. 2 events were not confirmed during testing; the device was found to be within specifications. 3 events were not confirmed during testing. Additional information: 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 29 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 34 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a lubrication problem.   Additional information 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 29 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.